Manufacturer narrative:
Retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults were detected. The involved devices have not been made available to the date of this report. However the customer has announced that the customer samples will be returned for a further investigation. Currently we are awaiting the samples for the investigation. After investigating them we can judge whether a reportable incident has occurred. We will provide a follow up report. This product is not marketed in the USA. No 510 (k) and no PMA exist for it. However, devices made using a similar design are sold in the us. We are therefore reporting this malfunction as a precaution.

Event description:
On november 05th, 2021, we have been informed about failures with defibrillation electrodes discovered at the assembly line of mindray. Defibrillation electrodes catalogue number mr62 (model df81cz) have been identified as defective. The initial report is stating that "there are occasionally defective parts found on our production line." For the lot number 200313-4018 one set was found "broken" and one set was found "electrode can not be recognized". For the lot number 200623-4068 one set was found "expiration date not clear" for the lot number 210223-4017 three sets were found "silk screening not good" for the lot number 200228-4014 three sets were found "socket hole size small" for the lot number 210122-4011 one set was found "expiration date can not be recognized" for the lot number 201123-4016 two sets were found "broken, cable short" for the lot number 210224-4018 one set was found "silk screening not good" for the lot number 210426-4012 two sets were found "electrode can not be recognized" after several requests if any patient was harmed it was reported that "if any medical incident occurs, we will evaluate if we need to report the incident to local authority, but we don't have such statement." No further information was provided if a patient has been harmed respectively if a reoccurrence of such a failure could lead to a patient injury. The concerned samples have not been made available to the date of this report. It was announced that the samples will be returned to leonhard lang for further investigation. After investigating them we can judge whether a reportable incident has occurred.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults were detected. On january 10th, 2022 we received the concerned customer samples for each claimed failure sorted out in the inspection of mindray. Reviewing these samples we detected that: for the lot number 200313-4018 one set was found "broken" and one set was found "electrode can not be recognized" one set was received to have a scratch/tear in the pouch material (triplex film). No possible cause could be identified which could have been responsible for the scratch/tear in the pouch material. One set was received to be not programmed in the eeprom of the plug. As the information is provided multiple times on the pouch/programmed plug no risk is caused by this failure. For the lot number 200623-4068 one set was found "expiration date not clear" the set was received to have the expiry date printed on the pouch is not complete. The month is only partially printed. As the information is provided multiple times on the pouch/programmed plug no risk is caused by this failure. For the lot number 210223-4017 three sets were found "silk screening not good" the set was recieved to have the printing on on the pouch to be not correct. Investigating the sample it was detected that adhesive residues stuck in the area the print was smeared off. Obviously a label was stuck to the pouch and then removed again causing the pouch print to be released. For the lot number 200228-4014 three sets were found "socket hole size small" the set were recieved to have the hole size of the socket is too small with three defi sets. The returned customer samples have passed the test using the plug test gauge and the test for programming. No failures could be detected. For the lot number 210122-4011 one set was found "expiration date can not be recognized" the set was recieved to have the expiry date of a defibrillation set cannot be recognized (plug/programming). An anomaly was discovered in the customer sample during the x-ray. A damaged lead wire on the ic pin. The connector complained about was programmed in production at ll. However, the damaged connecting wire can lead to a loose contact. For the lot number 201123-4016 two sets were found "broken, cable short" one set was received to have a scratch/tear in the pouch material (triplex film). No possible cause could be identified which could have been responsible for the scratch/tear in the pouch material. One set was received to have the cable length is too short. For the lot number 210224-4018 one set was found "silk screening not good" one set was received to have a scratch/tear in the pouch material (triplex film). No possible cause could be identified which could have been responsible for the scratch/tear in the pouch material. One set was received to have the expiry date printed on the pouch is not complete. One digit of the year is only partially printed. As the information is provided multiple times on the pouch/programmed plug no risk is caused by this failure. For the lot number 210426-4012 two sets were found "electrode can not be recognized" one set was received to be correctly programmed in the eeprom of the plug. No failures could be detected. We received on january 28th, 2022 further lot numbers and samples for investigation specyfying the following failures: for the lot number 210420-4018 one set was found "silk screening not good" one set was received to have no printing failure. The visual inspection of the returned pouch did not reveal any defects. The pouch printing is consistent and clearly visible. The barcodes (two on the front / one on the back) were also read out with a scanner. No failures could be detected. For the lot number 210616-4019 one set was found "silk screening not good" one set was received to have several printing failures. In the case of the manufacturer's date, the digits of the month and day overlap. Furthermore, the illustration of the electrodes and part of the ref number have not been printed correctly. For the lot number 210331-4011 one set was found "bag damaged" one set was received to have a scratch/tear in the pouch material (triplex film). No possible cause could be identified which could have been responsible for the scratch/tear in the pouch material. For the lot number 210331-4011 one set was found "silk screening not good" one set was received to have the expiry date printed on the pouch is not complete. One digit of the day is only partially printed. As the information is provided multiple times on the pouch/programmed plug no risk is caused by this failure. Based on the risk assessment for each failure, a CAPA was initiated for the not programmed eeprom. However, if the plug is not programmed, the product can still be used without restriction. For correcting the failure damaged lead wire on the ic pin which can lead to a loose contact actions at the cable supplier have been carried on. The CAPA and and the actions at the cable supplier have been closed out succesfully. This product is not marketed in the USA. No 510 (k) and no PMA exist for it. However, devices made using a similar design are sold in the us. We are therefore reporting this malfunction as a precaution. No further action and conclusion can be drawn we therefore close the investigation.

Event description:
On november 05th, 2021, we have been informed about failures with defibrillation electrodes discovered at the assembly line of mindray. Defibrillation electrodes catalogue number mr62 (model df81cz) have been identified as defective. The initial report is stating that "there are occasionally defective parts found on our production line." For the lot number 200313-4018 one set was found "broken" and one set was found "electrode can not be recognized". For the lot number 200623-4068 one set was found "expiration date not clear" for the lot number 210223-4017 three sets were found "silk screening not good" for the lot number 200228-4014 three sets were found "socket hole size small" for the lot number 210122-4011 one set was found "expiration date can not be recognized" for the lot number 201123-4016 two sets were found "broken, cable short" for the lot number 210224-4018 one set was found "silk screening not good" for the lot number 210426-4012 two sets were found "electrode can not be recognized" after several requests if any patient was harmed it was reported that "if any medical incident occurs, we will evaluate if we need to report the incident to local authority, but we don't have such statement." No further information was provided if a patient has been harmed respectively if a reoccurrence of such a failure could lead to a patient injury. The concerned samples have not been made available to the date of this report. It was announced that the samples will be returned to leonhard lang for further investigation. After investigating them we can judge whether a reportable incident has occurred.